Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The customer was taken to the emergency room by emergency medical services on (B)(6) 2018. The caller stated that someone had talked to the customer forty-eight hours prior to the incident. The cause of death was cardiac arrest. The caller stated that when the paramedics checked the customer¿s blood glucose, the meter just read low. No blood glucose was provided. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller was not the customer's next of kin, therefore could not indicate whether the device would be returned for analysis or not.